Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor sn (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. It was reported the patient was in the hospital and passed away due to asystole while not wearing the lifevest. It was reported that resuscitation efforts were performed by medical staff. Review of the download data, indicates the patient received nine appropriate treatments during vt/vf and one additional treatment in response to nsvt. The treatment event successfully converted the arrhythmia to a life sustaining rhythm of sinus bradycardia at 30-50 bpm with pvc's and nsvt. The device was shutdown at 20:28:33. The continuous ECG recording is not available at this time. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.